Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose around meals after starting the ilet and has been pausing the ilet after meals to prevent postprandial lows following highs; reports show frequent hyperglycemia before bedtime with subsequent early-morning hypoglycemia, including a peak near 360 mg/dl followed by multiple corrections and a nadir of 53 mg/dl that required ingestion of 4¿6 glucose tablets. Symptoms included thirst, headache, and lethargy during hyperglycemia, and shakiness with slurred speech during hypoglycemia. Outcomes included the need for carbohydrate intervention without emergency care or hospitalization. Investigation included troubleshooting and education with a plan for educator follow-up and discussion of a potential factory reset. Investigation of this case revealed fluctuating glycemic control associated with meal timing close to bedtime and user-initiated pausing of the system after meals, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.